Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that while injecting contrast medium through the catheter, the catheter leaked. As a result, the catheter was removed and 2nd catheter was inserted at the same insertion site. However, the same issue occurred with the 2nd catheter, therefore the user performed an angiography using a sheath to complete the procedure. Additional information states that the exact injection pressure used each time was unknown but it was "less than the maximum injection pressure stated in the IFU". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "user injected the contrast medium, it leaked from the catheter" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while injecting contrast medium through the catheter, the catheter leaked. As a result, the catheter was removed and 2nd catheter was inserted at the same insertion site. However, the same issue occurred with the 2nd catheter, therefore the user performed an angiography using a sheath to complete the procedure. Additional information states that the exact injection pressure used each time was unknown but it was "less than the maximum injection pressure stated in the IFU". No patient harm or injury. The patient status is reported as "fine".